Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "hung antibiotic at 1642 and by 1645 minibag was empty. When we looked at large volume the medicine looked to have backed up into it and the drip chamber in large volume was full. Biomedical identified that the one way valve had a defect and this allowed medication to enter the primary large volume bag from the secondary bag." There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of backflow was confirmed. The primary and secondary were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and bubbles going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The size of the particle was measured to be 0.086¿ long. The particle was identified to be ¿cellophane¿. The root cause of the backflow failure is due to a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the ¿cellophane¿ particle was not identified.